Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no visual abnormalities in places that could be visually confirmed. No further evaluation is possible to complete. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown therapeutic procedure, when the visera 4k uhd camera control unit was turned on, a e117(camera control unit malfunctions) displayed. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿e117¿ error was reproduced and determined to likely be due to the failure of the solid-state drive (ssd) assembly. The root cause of the ssd failure could not be determined. Olympus will continue to monitor field performance for this device